Event description:
A customer contacted haemonetics on (B)(4) 2013 to report an orthopat device with the description of "device will not power on." No pt/operator injury reported.

Manufacturer narrative:
The device was returned and evaluated for the complaint of device will not power on. When the device was evaluated on (B)(4) 2013 fluid ingress was found. The power supply was damaged from the ingress and replaced. Haemonetics (B)(4).